Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman flx implant and media from the initial procedure. Analysis of the implant included microscopic and visual inspection. Inspection revealed implant frame damage (stretched/bent/strut fractured), and fabric damage (fabric detached to implant on one side). The frame damage is consistent with snare recapture. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echo (ice) guidance and conscious sedation. The shape of the appendage was a windsock. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The device was recaptured and repositioned once due to low compression and shoulder. It was released with measurements between 20-21.1mm and following a successful tug test. The patient was asymptomatic. The following day, the device was found to have embolized to the abdominal aorta. The device was successfully snared and removed. The patient was reported to be stable and was discharged.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echo (ice) guidance and conscious sedation. The shape of the appendage was a windsock. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The device was recaptured and repositioned once due to low compression and shoulder. It was released with measurements between 20-21.1mm and following a successful tug test. The patient was asymptomatic. The following day, the device was found to have embolized to the abdominal aorta. The device was successfully snared and removed. The patient was reported to be stable and was discharged.